Event description:
The initial reporter complained of low results for "many" patient samples tested for creatinine jaffe gen.2 (creaj2) and calcium gen.2 (ca2) on a cobas 8000 c702 module. Examples of discrepant results for 3 patient samples tested for ca2 were provided. Patient 1: initial result was 6.5 mg/dl. The repeat result was 9.8 mg/dl. Patient 2: initial result was 7.4 mg/dl. The repeat result was 9.5 mg/dl. Patient 3: initial result was 4.7 mg/dl. The repeat result was 8.5 mg/dl. Repeat testing was performed on a different cobas module.

Manufacturer narrative:
The ca2 reagent lot number was 822631 with an expiration date of 30-nov-2025. The field service engineer (fse) adjusted the wash station level, the external wash pipettes, the reagent pipettes, and the wash flow rate. Qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
As several service actions were performed, the specific cause of the event could not be determined.